Event description:
Customer reported that he had unexplained high blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was over 400 mg/dl. Customer stated that his sensor was giving incorrect reading for low and high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81295.